Event description:
It was reported that the bd precisionglide¿ needle had excessive epoxy on it. The following information was provided by the initial reporter: "needle looked contaminated".

Manufacturer narrative:
H6: investigation summary it was reported the needle appeared to be contaminated. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a packaging blister top web. The other photo shows a needle assembly connected to a syringe with no shield. There is an epoxy drip over on the needle hub. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle hub. A device history record review was completed for provided material number 305165, lot number 1085369. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct and the flow of products was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle had excessive epoxy on it. The following information was provided by the initial reporter: "needle looked contaminated".